Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2024/ serial or lot#: (B)(6) h4: mfg date: 14-mar-2023 d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2024/ serial or lot#: (B)(6) h4: mfg date: 14-mar-2023 d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2024 / serial or lot#: (B)(6) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 14-mar-2023 h5: no d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2024 / serial or lot#: (B)(6) d9: no. H3: no, device evaluation anticipated, but not yet begun h4: mfg date: 14-mar-2023 h5: no investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that two (2) additional batteries were exhibiting power switching. The six (6) batteries are expected to be replaced.

Event description:
It was reported that the batteries exhibited power switching which resulted in the ventricular assist device (vad) stopping and the patient experienced extreme anxiety. When restarting, the vad exhibited several motor start events with parameters outside of the typical range. This ventricular assist device (vad) is included in the subgroup 2 population for delay or failure to restart it was also reported that the controller exhibited an unexpected loss o power, the vad and controller remain in use and the batteries were expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Section d references the main component of the system. Other medical products in use during the event include: additional products: d1: heartware ventricular assist system, battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2024 / serial or lot#: bat976423 d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 15-mar-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system, battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2024 / serial or lot#: bat976394 UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 14-mar-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system, battery d4: model #: 1650 / catalog #: 1650 / expiration date: unknown/ serial or lot#: unknown UDI #: d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unknown h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system, battery d4: model #: 1650 / catalog #: 1650 / expiration date: unknown/ serial or lot#: unknown UDI #: d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: unknown h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event d1: heartware ventricular assist system, controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2019 / serial or lot#: con405206 UDI #: d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 05-dec-2018 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) d9:yes h3:yes serial# (B)(6) d9:yes h3:yes serial# (B)(6) d9:yes h3:yes serial# (B)(6) d9:yes h3:yes serial# (B)(6) d9:yes h3:yes serial# (B)(6) d9:yes h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad)((B)(6)) and controller ((B)(6)) were not returned for evaluation. Six (6) batteries ((B)(6)) were returned for evaluation. A review of the devices' history records was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Internal inspections did not reveal any anomalies. Log file analysis revealed that the controller in use during the reported event ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6). The batteries were lubricated prior to release. Log file analysis revealed three (3) controller power up and associated pump start events were logged on 14/jul/2024 at 01:54:22 and at 01:54:44, and on 19/aug/2024 at 15:47:05, indicating a loss of power to the controller. The controller was off for 10 seconds and approximately 17 seconds, respectively, for the first two (2) two losses of power. Of note, the power sources connected before and after these loss of power events could not be determined since data log files covering the first two losses of power were not available for analysis. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. The data point prior to the third loss of power revealed that (B)(6) was connected to power port one (1) with 81% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 98% rsoc. The data point after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was off for approximately 8 seconds. No anomalies were observed leading up to the loss of power. Log file analysis revealed motor start events recorded on (B)(6) 2024 at 01:54:27 and 01:54:48 in which motor start parameters were atypical. Additionally, two (2) low flow alarms were logged since (B)(6) 2024. The observed low flow alarms are an additional finding not related to the reported event. Based on the available information, the device may have caused or contributed to the observed low flow finding. Based on the risk documentation, possible causes of the observed low flow finding may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. As a result, the reported power switching, no power, and atypical motor start events were confirmed. The reported vad stops could not be confirmed; however, it is likely that the losses of power were perceived as the reported vad stops. The most likely root cause of the losses of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the observed momentary disconnections can be attributed to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) and the associated batteries fall in scope of this CAPA. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.